Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown. Customer was able to successfully clear the alarm and was able to complete pump rewind. Insulin pump will be returned for analysis.